Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient reported left side capsular contracture baker grade iii and texture to smooth due to patient concern. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, crease flat, opening on plug strap. Leak test was performed, and no leakage was found. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported, right side capsular contracture, baker grade IV. And texture to smooth, due to patient concern. Device has been explanted.

Event description:
Patient reported left side capsular contracture baker grade IV and texture to smooth due to patient concern. Device has been explanted.

Manufacturer narrative:
Reason for reoperation: capsular contracture baker grade IV.